Manufacturer narrative:
The service rep identified pt images 4, and 5 are identical on the thumbnail, but when the thumbnail 5 is selected, the image on the left monitor is different. Removed and replaced the hard drive, reloaded software, tested the system. The unit runs as intended.

Event description:
The customer reported that the tech is taking and saving images, they are not saved as the right images. When try to print it, it doesn't print the pic on the screen; it prints the pic that was just saved. System is not down. No pt involved.